Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The date of the event was reported as ¿the past month¿. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia bag had particulate matter. The particulate matter was further described as small fiber-like clear particulate that was observed floating in the bag. The bag was filled with an unspecified amount of dobutamine and spiked with a non-baxter infusion administration set. The bag was spiked while lying on a table. The spike is inserted until it reached the hub of the spike and with a slight twisting motion. The particulate was observed after spiking the bag, prior to leaving the pharmacy. There was no patient involvement. No additional information is available.